Event description:
It was reported that the arrows don't show up on the screen on the 9600 system. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.